Event description:
It was reported that the 2800 system had a generator error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse and power distribution board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.